Event description:
Rptr indicated that the pt had passed away, but that the cause of the pt's death was still being investigated. Info was later received from the pt's treating neurologist confirming the pt's death. Attempts for further info, and to confirm if the autopsy has been completed, have been unsuccessful to date.